Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose level was above 600 md/dl. The customer declined the high blood glucose troubleshooting because he said he knew that it was his site that caused the. High blood glucose. It was unknown whether customer was using the automode or not. The device will not be returned for the analysis.